Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that on (B)(6) 2020, her son's infusion set's tubing detached at the tubing connector while her son went in the pool for swimming. This issue occurred with three infusion sets. The site location was patient's left abdomen and lower back. Moreover, the patient was not disconnected to the pump. The infusion had been in use since (B)(6) 2020. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient's mother was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.